Event description:
Caller reported a cartridge alarm 20. Blood glucose level did not exceed 500 mg/dl. Cts decided to replace the non-warranty pump and instructed the caller to continue using their current pump until the replacement arrived, which would include updated software.